Manufacturer narrative:
The iol is implanted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
A second opinion physician reports that a pt complained of poor vision with glares and halos approx one month after cataract surgeries with bilateral implantation of crystalens iols. Approx two months postoperatively the pt was diagnosed with capsular fibrosis and lens tilting in both eyes. This report refers to the right eye. Preoperatively, the pt's bcva was 20/25 +2 with mr of +2.25 -0.50 x86. Approx three months postoperatively, the pt's ucdva was 20/160, bcdva was 20/20 -1, with mr of -2.25 -1.25 x45. According to the physician, the pt's vision has stabilized and the pt remains under physician's care and review. The pt's latest visual acuity approx seven months postoperatively was: ucdva 20/50, bcdva 20/20, mr -1.25 -1.00 x55. Please reference manufacturer report #: 2031924-2011-00048.